Event description:
After a blow to the head, the cochlear implant stopped working. Using the appropriate diagnostic equipment,. It was determined that the device is not functioning according to MFR's specifications. Explantation/implantation surery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.